Event description:
The customer reported being hospitalized due to high blood glucose over 500 mg/dl and he was treated with manual injections. The customer was experiencing nausea and vomiting. Troubleshooting was performed. The customer stated that his doctor put him on two different types of insulin, and he will not be using the insulin pump until further notice. The customer's most recent glucose reading was 59 mg/dl, and he has treated with carbohydrates. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.